Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the touchscreen would time out too soon without user interaction. Additionally, the touchscreen unlock sequence lit up at inappropriate times. Customer's blood glucose was 171-172 mg/dl. Customer performed a pump reset and the issue resolved.